Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("infection"), pelvic pain ("very and violent significant pain preventing the patient from walking") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight decreased ("significant loss of weight"), haemorrhoids ("haemorrhoids"), nausea ("nausea"), fatigue ("fatigue"), menopause ("premenopause"), general physical health deterioration ("deterioration of general health") and depression ("depression"). The patient was treated with antibiotics and surgery (ablation of the fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pelvic pain, genital haemorrhage, weight decreased, haemorrhoids, nausea, fatigue, menopause, general physical health deterioration and depression outcome was unknown. The reporter considered depression, fatigue, general physical health deterioration, genital haemorrhage, haemorrhoids, menopause, nausea, pelvic infection, pelvic pain and weight decreased to be related to essure. The reporter commented: the adverse events started between 2013 and 2014, resulting in absence from work several times. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pt: pelvic infection: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.